Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. Item was not in use. No injury or death was reported. Customer reported multiple lots for the same issue. The lot numbers and their respective complaint numbers are as follows: (B)(4), lot 207433. (B)(4), lot 216767. (B)(4), lot 218179. (B)(4), lot 211139. (B)(4), lot 221251. (B)(4), lot 224335.